Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of eye irritation, nose irritation, skin irritation, respiratory tract irritation, nausea, vomiting, asthma (new or worsening). Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
Addition information received on 02/10/2022 and section h 11 should be reported as: the manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of eye irritation, nose irritation, skin irritation, respiratory tract irritation, nausea, vomiting, asthma (new or worsening). Medical intervention was not specified by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. There was no error code found. The manufacturer service center concludes that unit passed final test. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.